Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Continued: h6- health effect impact code: f2203. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: additional observation. ¿ rupture : observed one opening on the radius side assessed as unidentified (tear) opening (shell thickness within specification). Additional observation. ¿ observed 40 mm dark patch edge material inside gel device. ¿ wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.